Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to electrode migration. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.